Manufacturer narrative:
Device has not been returned for investigation.

Event description:
Pediatric patient was unable to wake up after procedure. Emergency services were called but patient woke up before their arrival. Patient is fine now.